Event description:
The customer reported to olympus that the evis exera iii colonovideoscope air/water function was disturbed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water nozzle blocked with foreign debris. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water nozzle blocked with foreign debris. In addition to the reportable malfunction, the following were noted: due to wear of the flexibility adjustment ring, the flexibility adjustment function did not work; the air/water-cylinder, suction cylinder, switch box, and the right/left knob had discoloration; the plug unit had a scratch; the scope connector cover unit had corrosion due to water leakage; due to wear of the angle wire, the play of the upward/downward angulation knob was out of the standard value; the light guide lens had a crack; the bending tube was deformed; the connecting tube was snaking, and had a scratch and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There have been no reports of deformation or damage to the air/water nozzles. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.